Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the outcome resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016. (B)(4). Analysis of the catheter found catheter body/dark residue in dispensing holes, not event related.

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving morphine 15.0 mg/ml at 5.253 mg/day, bupivacaine 20.0 mg/ml at 7.004 mg/day, baclofen 600.0 mcg/ml at 210.11 mcg/day, clonidine 100.0 mcg/ml at 35.02 mcg/day via an implantable infusion pump. On (B)(6) 2014, the daily dose was decreased 5% to infuse morphine 5.004 mg/day, bupivacaine 6.671 mg/day, baclofen 200.14 mcg/day, and clonidine 33.36 mcg/day. The indication for use (IFU) was listed as malignant pain and spine/back. It was reported that the patient experienced numbness in the right hip, buttock and thigh. The symptoms were considered mild. The outcome resolved without sequelae on (B)(6) 2014. The etiology was indicated as possibly related to bupivacaine. There was no change in drug. The event was possibly related to the device or therapy, and not related to the implant procedure. It was later reported that the patient experienced decreased sensation. The outcome of the abnormal physical sensation was listed as ongoing. On (B)(6) 2014, a MRI with contrast was performed which showed no clinically significant results. The patient reported numbness in the right hip, buttock, and thigh. An MRI report dated (B)(6) 2015 revealed a mass at t9-t11; questionable/possible inflammatory mass (catheter tip at t11) or return of ependymoma. The catheter was replaced on (B)(6) 2016. The pump was also replaced due to end of life (eol).